Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, cat. #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast prostheses when the left prostheses deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent explantation and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2018. The patient tolerated the procedure very well and was sent to the recovery room in good condition. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 04/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).